Event description:
This pt was admitted to the hosp for recurrent angina. He was currently taking aspirin. Angiography revealed a b1 type lesion in the proximal lca and a c type lesion in the distal lcx. These were de novo, eccentric. Heparin was admininstered via IV. The distal lcx was was predilated with a 3.0 x 20mm balloon inflated to 10 atms. A 2.5 x 13mm pixel stent was deployed to 10atms. A 2.5 x 23mm cypher stent was then placed proximal to and in overlapping fashion with the pixel and was deployed to 8 atms for 30 secs. Next the proximal lcx was predilated with a 2.5 x 20mm balloon inflated to 10 atms. A 3.0 x 13mm cypher stent was deployed to 12 atms. There was no overlap between the stents placed in the proximal and distal lcx. The stents were posdilated with a 3.0 x 13mm balloon inflated to 14 atms. Timiflow was improved from 0 to iii post. Residual stenosis was reported to be 0%. Act's=234.